Event description:
This lead was explanted because the rv shock impedance was out of range after multiple attempts of connecting and disconnecting the lead from the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.